Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) on the right atrial (ra) lead. The involved right atrial (ra) lead is a non boston scientific problem. Boston scientific technical services (ts) was recommended and further testing was recommended. No adverse patient effects were reported. At this time, this device remains in service.